Event description:
It was reported to medtronic minimed that the customer experienced low battery alert or a short battery life. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. Customer reported battery lasted less than 1 week. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump monitored for a day. Pump passed displacement test, self-test, off no power test and run current measurement tests are within specification. However, pump received with high the stop (idle) current. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for low battery alarm complaint. Cut and open the pump found moisture damage on lcd board noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, stained address/serial number label and stained end cap sticker. Pump received with high the stop (idle) current, low battery alarm due to moisture damage lcd board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.